Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device communicated properly with the glucose sensor simulator and the minilink transmitter. The device properly displayed the test value of 135 mg/dl on the sensor graph screen. No pump/sensor transmitter communication anomaly or calibration anomaly noted. Device had scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s sister reported via phone call that they experienced high blood glucose level and went to the hospital. The customer¿s blood glucose level was 472 mg/dl at the time of incident. Customer stated that the insulin pump was not working and it was no delivering the insulin. Customer performed self test displacement test and it was passed, however the high pressure test was failed. Customer declined for troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The reservoir and insulin pump will not be returned for analysis.